Manufacturer narrative:
It was reported that during the procedure, "place a tonsil ball in the back of the throat to prevent fluids of going done and to pull it out at the end with the endotrachial tube". It was reported that the "cotton ball has fallen off the string, and they have had to go down the throat to retrieve it". It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
"Cotton ball has fallen off the string."